Manufacturer narrative:
The pump correctly alerted the customer of the electronic errors.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device continued to give an e-7 error message, making it unavailable for use. The patient's mother went to get the patient's back-up therapy but realized she had the wrong cartridges to fit into the insulin pens, therefore could not administer the patient with insulin. At an unknown time the patient's blood glucose level had risen to 23 mmol/l with ketones of 0.7. The mother then transported the patient to the hospital. The patient was not experiencing any high blood sugar symptoms. At the hospital the patients ketones had risen to 1.3 and the patient was treated with insulin. At the time of the report the patient was still hospitalized, it is unknown when they will be discharged. The infusion device was requested to be returned for product evaluation.